Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast prostheses implantation with unspecified mentor gel breast prostheses and suffered several unexplained systemic symptoms, including pain and swelling of the breasts, fatigue, muscle pain an muscle weakness, joint stiffness, swelling in the joints, joint pain, sensitivity to light, skin rashes, issue with her vision, numbness in her fingers, dizziness, memory loss, shortness of breath, cognitive dysfunction, chest pain, chronic sore throats, migraines, night sweats, and hair loss. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent explantation of the left breast prosthesis on (B)(6) 2017 and later had the right breast prosthesis explanted on (B)(6) 2017. This medwatch report is for the left breast prosthesis.